Manufacturer narrative:
The event date was not reported so the aware date was used.

Event description:
It was reported that cerebral vascular accidents and a clot occurred. A left atrial appendage (laa) closure procedure was performed three years ago and a watchman laa closure device was successfully implanted in the laa of the patient. It was reported via social media that the patient has had "two strokes and a blood clot in their heart and take blood thinners everyday."